Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It was reported that pump started alarming and patient called the hcp to be seen on (B)(6) 2018. There was no environmental/external/patient factors that may have led or contributed to the issue. Managing hcp saw patient on (B)(6) 2018 and discovered motor stall occurred in the logs. The hcp tried to reprogram or restart pump but was unable. The rep was notified on (B)(6)2018 of incident and that patient would be added to surgery schedule for next day. Patient was added to surgery scheduled for pump replacement on (B)(6) 2018. At the time of this report, the issue was resolved and patient status was alive-no injury. Patient was receiving lioresal at the time of the report. The device would be returned and the rep had possession of the device. The rep attached the pump logs. Motor stall and recovery occurred on (B)(6) 2017. Motor stall occurred on (B)(6) 2018 and stopped pump period may exceed tube set on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2018-jan-08 regarding a patient receiving unknown baclofen (2000mcg/ml at 801 mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. It was noted that pump status and/or event logs confirmed that a motor stall occurred and was active. The logs were not read, but the patient reported hearing the alarm since (B)(6) 2018. The patient had not recently undergone magnetic resonance imaging (MRI). No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.